Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads where replaced. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-1160 serial#: (B)(4) description: spectra wavewriter ipg kit the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patients contacts on the lead had high impedances and the patient felt the stimulation turning on and off at times. It was also reported that there was a damage to a lead. No further course of action will be taken at this time.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-70 serial#: (B)(4), description: infinion cx 70 cm lead. It is indicated that the leads will not be returned for evaluation; therefore a failure of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients contacts on the lead had high impedances and the patient felt the stimulation turning on and off at times. It was also reported that there was a damage to a lead. No further course of action will be taken at this time.